Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed, the implantable cardioverter defibrillator had multiple stored ventricular tachycardia episodes, where the patient received inappropriate antitachycardia pacing due to atrial fibrillation and a rapid ventricular rate ¿ afrvr rhythm. The patient stated feeling the shock while out biking and did not mention feeling any other symptoms. Programming changes were discussed; no intervention was performed.